Event description:
It was reported that a CT scan revealed a perforation. The capture thresold had increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.